Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the receipt printer was not working. A technical support specialist dialed into station while on a call with the customer, disabled and re-enabled the printer driver through device manager to reinstall it, and ran the windows printer troubleshooter. The tss then advised the customer to perform a test print, which completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, receipt printer was not working. Printers print random code. There were no adverse events or injuries reported based on this event.